Event description:
It was reported that, "pulled tibial baseplate out of packaging and doctor mentioned that implant had a dark stain on it. Surgeon opted to use another implant."

Manufacturer narrative:
Additional info has been requested, and if received, will be reported on a supplemental report.